Event description:
As the surgeon was attaching the patient to the robot, he noticed that the ratcheting handle on the side of the mayfield adaptor was loose. He was still able to attach the patient's head to the robot and continue the surgery as planned. The field service engineer was informed that morning, and went to the hospital to investigate that afternoon. It was found that the screw inside of the handle was missing

Manufacturer narrative:
The mayfield head holder adaptor mt-02-268 s17004 was received at manufacturing site on (B)(6) 2019.

Manufacturer narrative:
It was reported that the handle of the mayfield adaptor was loose. A visual inspection of the mayfield adaptor was performed. It confirmed that the handle and the screw are loose due to the lack of the circlip to secure the attachment of the handle. The reason why the circlip is missing cannot be determined but it is likely due to the use of the mayfield adaptor. In addition the handle on the side of the adaptor is not missing as descitbed in the complaint description, however as per event description, the root cause is that the screw inside is missing.

Event description:
As the surgeon was attaching the patient to the robot, he noticed that the ratcheting handle on the side of the mayfield adaptor was loose. He was still able to attach the patient's head to the robot and continue the surgery as planned. The field service engineer was informed that morning, and went to the hospital to investigate that afternoon. It was found that the screw inside of the handle was missing.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  (B)(4).

Event description:
As the surgeon was attaching the patient to the robot, he noticed that the ratcheting handle on the side of the mayfield adaptor was loose. He was still able to attach the patient's head to the robot and continue the surgery as planned. The field service engineer was informed that morning, and went to the hospital to investigate that afternoon. It was found that the screw inside of the handle was missing.